Event description:
The complainant reported a 57-year-old female patient presenting for high risk percutaneous coronary intervention. During impella support, it was noted that the patient developed ischemia. The left femoral artery distal to the impella was observed to be mottled and a doppler pulse could not be obtained. The pump was subsequently explanted as a result of the reported condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the root cause of the limb ischemia was most likely patient condition related. The failure mode will be monitored and trended.